Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on stored electrograms, low amplitude p waves and the patient reported feeling palpitations. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.